Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), product type extension. Product ID 3708660, serial# (B)(4), product type extension. Product ID 3387s-40, lot# va0mwrz, product type lead. Product ID 3387s-40, lot# va0mwrz, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 19-jun-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 17-jun-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 07-jul-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 07-jul-2017, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that imaging had shown that the right vim was media and left vim was slightly posterior to where the surgeon would typically place the lead. They turned the device off and as soon as they turned it back on the patient¿s symptoms improved. They discussed turning it off at night. They were at c+2-. They also tried c+ 1- 2- with higher pulse width and frequency ( 100us 220hz) and 1- 2+. Paresthesias were transient until 4.2v. Facial pulling at 5v. 3.3v showed drawing on their right arm at 2- 1-. They got parenthesias and capsular side effects at expected thresholds. They discussed options with them at length. They discussed advantage of getting a 3t MRI with proton density and rationale for complete explant and reimplant vs repositioning. Patient decided to have device explanted. They had good honeymoon on the left upper extremity following lead implant. The rep also reported that the patient wasn¿t receiving adequate therapy and experiencing side effects from stimulation. Surgeon had done troubleshooting with patient and tried reprogramming on various occasions with no relief. The patient would be re-implanted in the future. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3387s-40, lot# va0mwrz, product type: lead; product ID: 3387s-40, lot# va0mwrz, product type: lead. Fdd (B)(4) now applies on the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the surgeon did not indicate a lead migration. No date was provided for reimplantation.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: extension; product ID: 3387s-40, lot# va0mwrz, product type: lead; product ID: 3387s-40, lot# va0mwrz, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp regarding the cause of the lead placement. The hcp reported the cause was due to a variation in the patient's anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the patient was re-implanted with a new dbs system on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the poor therapy was due to the inadequate lead placement. The cause of the lead placement issue was unknown.